Manufacturer narrative:
No root cause could be determined. The event might have been caused by a customer handling error regarding the low and high standards. No adverse events were reported.

Event description:
The customer stated they received questionable ion selective electrode (ise) sodium and potassium results from their cobas c501. They had 13 discrepant sodium and 1 discrepant potassium results that were reported outside the laboratory. All results were repeated on the same c501 analyzer and three of the patients also had their results repeated on a siemens 865 blood gas analyzer (siemens). The customer sent out corrected reports based on the repeat data. All results are listed in mmol/l. The first patient's initial sodium result was 129 accompanied by a data flag. The repeat result from the c501 was 137. The repeat result from the siemens was 134. The second patient's initial sodium result was 111 accompanied by a data flag. The repeat result from the c501 was 119 accompanied by a data flag. The repeat result from the siemens was 117. The third patient's initial sodium result was 128 accompanied by a data flag. The repeat result from the c501 was 137. The repeat result from the siemens was 135. The third patient's initial potassium result was 4.2. The repeat result from the same c501 was 4.8. The repeat from the siemens was 4.6. The fourth patient's initial sodium result was 123 accompanied by a data flag. The repeat result from the c501 was 133 accompanied by a data flag. The fifth patient's initial sodium result was 126. The repeat result from the c501 was 134 accompanied by a data flag. The sixth patient's initial sodium result was 131. The repeat result from the c501 was 140. The seventh patient's initial sodium result was 125. The repeat result from the c501 was 133 accompanied by a data flag. The eighth patient's initial sodium result was 127. The repeat result from the c501 was 135. The ninth patient's initial sodium result was 132. The repeat result from the c501 was 141. The tenth patient's initial sodium result was 124. The repeat result from the c501 was 133 accompanied by a data flag. The eleventh patient's initial sodium result was 129. The repeat result from the c501 was 138. The twelfth patient's initial sodium result was 132. The repeat result from the c501 was 141. The thirteenth patient's initial sodium result was 144. The repeat result from the c501 as 153 accompanied by a data flag. There were no adverse affects to any of the patients as a result of this event. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative could not determine a cause for this event. He checked the ise and ran performance testing with passing results.